Event description:
According to the info rec'd, a catheter tip fell off the catheter and remained inside the bladder upon catheter removal. The pt underwent endoscopic procedure to remove it.

Manufacturer narrative:
The return of the device and additional info has been requested. It is unknown if the device is still available. At this time, no response has been rec'd. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be rec'd, an addendum to this report will be filed. Upon review of the lot history records, no defects were noted during inspections. No additional reports have been rec'd for this lot.